Manufacturer narrative:
The device is expected to be returned. It has not yet been received.

Event description:
The event involved a chemoclave bag spike that on a unspecified date leaked an unspecified chemotherapy drug. No additional information was provided.

Manufacturer narrative:
On december 14, 2018, one (1) used, partially full 100ml 0.9% nacl solution injection usp bag by baxter, one (1) used, list # ch-12, chemoclave® bag spike with additive port dry spike, one (1) used, list # ch-10, chemoclave® bag spike, one (1) used, smartsite infusion set by carefusion, w/ three (3) used, green swab caps, manufacturer unknown, and one (1) used, spinning spiros were received for investigation of leakage. The entire fluid circuit was pressure leak tested, and as the pressure was slowly increased, leakage was observed coming from the carefusion drip chamber vent. Each of the individual ICU medical component assemblies were pressure leak tested, and no leakages were observed at any location along the fluid path. The only leakage observed was from the filter vent of the carefusion pump set drip chamber. No DHR lot review was conducted because no lot number(s) was/were identified.